Manufacturer narrative:
Upon receipt the lead under complaint was found cut 46cm proximal to the lead tip. Only the distal fragment was returned for analysis. The proximal fragment including the is1 connector pin was not returned. Approximately 27cm proximal to the lead tip the lead body was found squeezed and deformed, which is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis revealed that the insulation was found abraded through 4cm proximal to the lead tip, which most likely occurred due to constant friction against another implantable device such as a nearby lead. However, diagnostic images clarifying this assumption were not available. Damages such as cuts into the insulation 31cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clavicular crush was reported. Device was explanted and replaced. No adverse event reported. Should additional information be reported, it will be added to this file.